Event description:
A "popping" sound was heard coming out of a monitor. Because smoke was observed, as a precautionary measure the monitor was doused with a fire extinguisher. The monitor was pulled from svc and sent to biomedical engineering for repair. Follow up by the biomedical engineering dept indicates that an electrical component in the monitor failed. This is believed to be a random failure and repair was made to the monitor.